Manufacturer narrative:
No patient was involved with the event. Manufacturer's investigation conclusion: the reported event, of a damaged card reader on the system monitor, was confirmed when the system monitor was evaluated by technical service. The damaged card reader had a bent pin that prevented the data card from being inserted into the system monitor. The data card reader is part of the main pcb assembly. The main pcb assembly was replaced. The repaired unit was tested and returned to the customer. Setup and use of the system monitor with the heartmate power module are documented in the heartmate power module instructions for use (IFU) (p.18 - setting up the system monitor for use with the power module). No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor could not read the data card to perform an update. The system monitor had strange characters on the screen while connected to mock loop and the home screen had gone black as well.